Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative adaptive stim technology was configured about one month from the day of the report and they had no problems at all until the 4th january. The patient had an issue with the controller during recharge session (the patient programmer (pp) and ins had both about 60% of battery). A message appeared about the update of the pp software on the pp display. An orange light and a circle that indicated the updating process was also displayed. During the updating the pp was stuck, after about three minutes the battery was removed and reinserted. Once the pp turned on again, the "update message" disappeared, but two different issues were noted. On the pp display the two groups were selected together at the same time and they could not chose one of the two groups. Also, stimulation amplitudes related to the body positions were lost. The sensor could recognize the body positions correctly, but the stimulation amplitude related to its body position was wrong. After interrogation of the device everything worked again. The amplitude related to the body position became correct and the patient could select one of the two groups. No further complications were reported or anticipated.